Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/13/2015.

Event description:
Procedure: laparoscopic colectomy. According to the reporter: during the procedure, the knife would not cut tissue smoothly. The device was replaced with another. There was no patient harm.